Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the angle wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the segment worn out ; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR. As a result of confirming the detail to emea as gfe, we have received the following information. Yes, we have experienced it (angle stuck) twice during our inspection. But we had no report from hospital.